Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 19-oct-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that during the pump replacement procedure, the physician was not able to aspirate the catheter. The cause of the inability to aspirate the catheter was not determined. The catheter was not explanted and remained in use. A back table prime was done on the new pump prior to hooking it up to the existing catheter.